Event description:
It was reported that a loss of therapeutic effect occurred following a all. There was reduced tremor control for dystonia. Palpation did not provide therapy and there were no reports of pocket stimulation. The pt was programmed to 2+, 3- at 2v amplitude: c0 >2000 with 10ua, c1 >2000 with 10ua, c2 >2000 with 10ua, c3 >2000 with 12ua, 01 >2000 with 10ua, 02 >2000 with 10ua, 03 >2000 with 10ua, 12 >1956 with 15ua, 13 >2000 with 13ua, 23 >1788 with 16ua. The hcp looked at the impedance data and thought there was a fracture in the wire or a loose connection. X-rays confirmed a fractured lead and discussion of a surgical revision was planned. Refer to MFR report # 3004209178-2011-06639.

Event description:
Additional information. The patient no longer had concerns with the device or therapy.

Manufacturer narrative:
(B)(4).